Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this lead was an attempted implant in the left bundle branch. Difficulty retracting the helix was experienced during multiple efforts to position the lead. The helix broke off and remains in the patient's septum. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. Upon receipt at our post market quality assurance laboratory, visual inspection noted a portion of the helix was missing. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant in the left bundle branch. Difficulty retracting the helix was experienced during multiple efforts to position the lead. The helix broke off and remains in the patient's septum. No additional adverse patient effects were reported.